Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On march 25, omsc received the literature "a nonrandomized,single-arm confirmatory trial of expanded endoscopic submucosal dissection indication for undifferentiated early gastric cancer:japan clinical oncology group study". The purpose of the literature was to evaluate the efficacy and safety of endoscopic submucosal dissection (esd) for undifferentiated egc (ud-egc). The procedure was performed using an it-knife (olympus) and an unspecified knife (non-olympus) the subjects were 346 patients with ud-egc who understood esa and were enrolled from 49 institutions in japan from (B)(6) 2011 to (B)(6) 2013. The authors enrolled patients who were followed up for over 5 years. Adverse events were assessed according to the common terminology criteria for adverse events version 4.0. In the literature, it was reported 13 perforations during esd, 12 of whom were successfully treated by endoscopic closure with clipping, while emergent surgery was performed in 1 patient. The literature wrote about other complications as below. ¿25 patients required endoscopic hemostasis after esd (within 30 days), but none of them required blood transfusion (grade 2: 6.8%, 95% ci 4.4-10.1%). Delayed perforation occurred in six patients (grade 2/3: 1.8%, 95% ci 0.7-3.8%). Two patients were treated by endoscopic closure, and three patients improved without any additional treatment, while one patient underwent emergent surgery. No esd-related grade 4 adverse events were noted (table 5).¿ table 5 showed some complications; 5 fever (>38 °c), 3 appetite loss, 10 heartburn, 1 nausea, 6 vomiting, 34 gastric stenosis, 1 pain-epigastric, 25 pain-throat, 12 postoperative bleeding-stomach. 1 vomiting and 1 gastric stenosis of table 5 were grade 3, while other complications were under grade 2. Based on the available information, a direct relationship between the olympus product and these complications might be determined. However, 1 perforation required emergent surgery was serious injury, and the olympus knife might be used when perforation occurred. This is the report regarding 1 perforation required emergent surgery.